Event description:
The event involved a 4" small bore pressure tubing extension set, red needleless valve stopcock where the customer reported that the catheter line keeps malfunctioning, and it looks like the tubing has come off the stopcock with the marvelous valve. The event happened on 08-dec-2023. There was patient involvement and delay in critical therapy. However, there was no human harmed.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, to date it has not been received. (B)(6).

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.